Manufacturer narrative:
The device did not return for evaluation. The lot number was not provided; therefore, a review of device history records could not be performed. A photograph was provided which confirms the event of a broken tip. Multiple attempts have been made to obtain information. If additional information and/or the device are provided, a supplemental report will be filled accordingly.

Event description:
It was reported that the tip of the driver broke off while tightening during a case. The tip was retrieved from the patient.